Event description:
The report received from the affiliate indicated that during a coil embolization of the right iliac artery target lesion, the first coil used/an orbit rdfl complex standard became stuck in the prowler select lp-es 150/5 cm 45 shape microcatheter (mc). The delivery wire of the coil became kinked/bent. It was not known where in the mc the delivery system became stuck. The procedure was continued using the same mc and a new coil to complete the procedure successfully. There was no reported patient injury. Preliminary inspection of the delivery tube of the coil indicated that it was separated. The physician reported that the procedure was performed in accordance with the instructions for use (IFU) and that the possible cause of the event was that thrombus had entered into the mc causing adherence to the coil. It is not known if any thrombus was actually observed/seen on the coil delivery system after removal from the patient. The right iliac artery target lesion was reported to be: not calcified/tortuous. Prior to use, no product issues were noted upon visual inspection of both devices. The patient was heparinized during the procedure but it is unknown if an act was done. The patient was on antiplatelet therapy prior to the procedure. The patient did not experience any adverse event as a result of the observed thrombus. There was no reported pre-existing thrombus in the target lesion. There was no reported difficulty flushing the devices prior to use. There was no reported additional product issue noted upon inspection of the devices after being removed from the patient. It is not known if there was any loss of access to the target lesion as a result of the reported product issues. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR reports #1058196-2012-00144 and #1058196-2012-00145.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization of the right iliac artery target lesion, the first coil used/an orbit rdfl complex standard became stuck in the prowler select lp-es 150/5 cm 45 shape microcatheter (mc). The delivery wire of the coil became kinked/bent. It was not known where in the mc the delivery system became stuck. The procedure was continued using the same mc and a new coil to complete the procedure successfully. There was no reported patient injury. Preliminary inspection of the returned delivery tube of the coil indicated that it was separated. The physician reported that the procedure was performed in accordance with the instructions for use (IFU) and that the possible cause of the event was that thrombus had entered into the mc causing adherence to the coil. It is not known if any thrombus was actually observed/seen on the coil delivery system after removal from the patient. The right iliac artery target lesion was reported to be: not calcified/tortuous. Prior to use, no product issues were noted upon visual inspection of both devices. The patient was heparinized during the procedure but it is unknown if an act was done. The patient was on antiplatelet therapy prior to the procedure. The patient did not experience any adverse event as a result of thrombus. There was no reported pre-existing thrombus in the target lesion. There was no reported difficulty flushing the devices prior to use. There was no reported additional product issue noted upon inspection of the devices after being removed from the patient. It is not known if there was any loss of access to the target lesion as a result of the reported product issues. No additional information is available. (B)(4): the prowler select lpes microcatheter (mc) is not available for analysis and the lot number is not known; therefore, the device history record review cannot be completed. Without the return of the device for analysis no definitive conclusion can be made. However based on the report that the event may have been due to thrombus entering the mc, it appears that the procedural factor of not maintaining an adequate continuous flush through the mc as outlined in the instructions for use (IFU) is a contributing factor. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00144 and #1058196-2012-00145.